Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient stated that the cgm had not alerted for a low. The patient cannot recall if the receiver had not alerted or if he had not heard the alert. The low alert on the receiver was set at 4.5 mmol/l. During the night of (B)(6) 2022, the patient was found unresponsive by his spouse. The spouse called emergency medical services (ems) and upon arrival, the patient was able to speak but disoriented; however, the patient recalls waking in the hospital. It was not confirmed if the patient or the spouse treated the patient prior to ems arrival as candy was found on the floor. The patient was admitted to the hospital from (B)(6) 2022 to (B)(6) 2022 and unspecified treatment was provided. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that intermittent audio output occurred. The patient stated that he had no awareness of a cgm low alert. The patient cannot recall if the receiver had not alerted or if he had not heard the alert. The low alert on the receiver was set at 4.5 mmol/l. During the night of (B)(6) 2022, the patient was found unresponsive by his spouse. The spouse called emergency medical services (ems) and upon arrival, the patient was able to speak but disoriented; however, the patient recalls waking in the hospital. It was not confirmed if the patient or the spouse treated the patient prior to ems arrival as candy was found on the floor. The patient was admitted to the hospital from (B)(6) 2022 to (B)(6) 2022 and unspecified treatment was provided. At the time of the report, the patient was in stable condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed. A manual sound test was performed and passed. The speaker resistance was measured and passed. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.